Event description:
It was reported that the patient presented in the clinic for a routine follow up with a device that recorded high, out of range high voltage lead impedance measurements over the prior week. During a device replacement procedure, it was noted that the rv df1 set screw was loose. The chronic lead was secured to the new ICD and dft testing was successful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.